Manufacturer narrative:
(B)(4). (B)(6). The cassette was not returned and the lot number is unknown, therefore a device analysis cannot be completed. The root cause of the system error 2240 alarm was use error. If additional relevant information is received, a follow-up will be submitted. Per baxter labeling, the user is instructed to press stop before temporarily disconnecting from therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to baxter UK on (B)(6) 2013 that the home choice machine sounded system error (se) 2240 during drain 1/5. The home patient (hp) was not connected to the machine. Hp stated he remembers connecting to the hc and starting the I-drain, then he fell asleep, after that he was awakened by the alarm and noticed the transfer set was not connected and in the pouch. Hp stated he does not remember disconnecting from the hc, and someone comes to his house to setup the hc. The patient was not connected either at the time of the alarm or observed air. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. All bags were properly connected. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter and the hp was advised to contact their renal nurse. It was unknown how the home patient (hp) would complete therapy. No clinical consequences for the patient were reported. There were no reports of patient injury, medical intervention, or adverse event.